Event description:
It was reported that this left ventricular (lv) lead exhibited low pace impedance measurements in the 290-3400 ohms range. The lv pacing percentage is 98%, which suggests little to no lv oversensing. Additionally, lv electrogram (egm) appears appropriate with t-waves visible after every lv pace and no evidence of noise. This lv lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).